Event description:
It was reported that the homechoice cassette leaked. There was solution on the rack below the homechoice cycler. This was observed during use of the device for peritoneal dialysis therapy. Renal therapy services (rts) advised the patient to contact their nurse regarding the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
G1 manufacturing facility - this device was manufactured at one of the two following manufacturing sites: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.